Manufacturer narrative:
(B)(4). Batch #: 705a34. Additional information was requested and the following was provided: did the device lock-out (no staples deployed and no cut line started)? No, stopped during firing. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? Not reported. If yes, how was the device removed from the patient? Na. If yes, did the jaws eventually open? Na. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Not reported. What is the most current patient health status and condition? No patient adverse event reported. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two gst60b reloads present. The reload (b) was received partially fired 1/16. The reload (c) was received partially fired 1/16 and with damage on reload deck. The returned device and reload (b) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
During a lobectomy, the stapler stopped working while firing. It was quite thick tissue. They continued the surgery by cutting the tissue with a scissors.